Manufacturer narrative:
Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer's blood glucose was mid 500 mg/dl due to pump being down. Customer stated he's been having power issues with pump and staying charged. Customer reported that insulin pump broke, every time I put a battery in the compartment fails, the end of the cap the spring, low battery and bad battery. Customer is not feeling safe with pump and would like to proceed with a cot pump .the insulin pump will be returned for analysis.